Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the cylinders and pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were visually inspected and tested for leaks. The first cylinder had wear at fold in the distal and proximal end of the cylinder. The first cylinder outer tube had a hole and broken fabric threads from kink resistant tubing (krt) wear in the proximal end of the cylinder. The first cylinder had a leak from krt wear in the proximal end of the cylinder. The second cylinder had wear at fold in the middle and proximal end of the cylinder. The second cylinder outer tube had a hole from sharp instrument damage in the proximal end of the cylinder. No leaks were found in the second cylinder. The pump was microscopically inspected, leak and functionally tested. Pump passed the visual inspection. No damage or abnormalities were found. No leaks were found in the pump. Functional test revealed that the pump did not pass the activation test. Based on the information available and analysis results, the reason for the hole/perforation, mechanical issue and fluid loss was most likely determined to be the leak found in the first cylinder. Additionally, the pump not passing the activation test could affect the product performance. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the left cylinder was identified. The cause of the hole was not detailed by the hospital. Both cylinders and the pump were removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the left cylinder was identified. The cause of the hole was not detailed by the hospital. Both cylinders and the pump were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.